Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was received into the biomed shop with a complaint of channel error. However, when the biomed attached the pump module to a pc unit, no error was found. The error logs were then downloaded and noticed that the fluid side pressure sensor was bad. The top sensor was replaced but the pressure readings were high. Furthermore, the patient side pressure sensor was replaced with a new one. The unit was reassembled and ran through full preventive maintenance using asm software. The device passed preventive maintenance including patient side pressure test. The device was returned to service. There was no patient involvement. Although requested, no further information was made available to date.